Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The product was returned for evaluation, and a review was conducted of all applicable material records, manufacturing records, storage records, and distribution records according to the descriptions of the product used with the concomitant device. All records revealed all product lots were manufactured within specifications, maintained, and distributed in accordance with all federal, state and operating procedures. Based on record review of all available information, it is determined the caliber spacer 18 x 55mm, 10-31mm, lordotic design conforms to all applicable standards and there was no deviation in the manufacturing process. There is no indication that the issue was a result of product defect or malfunction.

Event description:
Patient underwent a three level llif on (B)(6) 2012. On (B)(6) 2012, representative was notified that all three cages had moved. On (B)(6) 2012, revision surgery took place to remove all three cages from patient.